Manufacturer narrative:
Device 6 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient experienced issues with 20 infusion sets. The tubing was twisting up in multiple loops. The event occurred 3-4 weeks ago, and the infusion set was in use for 2 days, while their blood glucose levels remained between 54-500 mg/dl. No further information available.